Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported worsening mitral regurgitation (mr) was a result of the tissue damage. The tissue damage appears to be related to grasping. The reported patient effects of mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet perforation, mitral regurgitation and hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed at a2/p2, reducing mr to <1. After confirming leaflet insertion, it was noted that the mr increased to severity 3 and the anterior clip arm had perforated the anterior leaflet. The leaflets were un-grasped and the clip was re-positioned in an attempt to treat the perforation, but was not possible. The diameter of the perforation increased; therefore, the clip was not implanted and the cds was removed. The mr increased to 3-4. There is no plan for additional treatment at this time, and the patient will remain hospitalized. No additional information was provided.